Event description:
Additional information received reported the patient no longer had concerns with their device or therapy. The patient received assistance from their physician or manufacturer representative (rep) and their concerns were resolved.

Event description:
It was reported the patient had a communication problem. There was no communication with the patient programmer (pp). The patient was unable to recharge the day of this report. The implant would not charge. The recharger (insr) would charge. The patient was able to recharge 2 weeks ago. The recharger screen showed a plus sign. The patient was unable to communicate with the recharger. The patient was not feeling stimulation ¿in a couple days.¿ no outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
.

Manufacturer narrative:
Concomitant products: product ID 377760, lot# n0028035, implanted: (B)(6) 2005, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).